Event description:
It was reported that the health care professional (hcp) wanted a review of the reports on this pacemaker due to multiple atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and noted that the impedance on the right atrial (ra) lead had a slight downward trend but remained within range. Ts noted that there were noisy signals on the ra channel and suggested the hcp some troubleshooting actions. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. The device failed the magnet and temperature test. However, the device passed the magnet test manually.

Event description:
It was reported that the health care professional (hcp) wanted a review of the reports on this pacemaker due to multiple atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and noted that the impedance on the right atrial (ra) lead had a slight downward trend but remained within range. Ts noted that there were noisy signals on the ra channel and suggested the hcp some troubleshooting actions. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.